Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly owned subsidiary of rti, received a complaint on 11/12/19. An adverse event was reported through a post market survey for copios pericardium membrane for dental applications via qualtrics survey software. The doctor indicated that he has experienced failed tissue augmentation/bone loss and failure to integrate after implantation of copios pericardium membrane.